Event description:
It was reported that the patient returned home from a doctor's appointment and took a nap. Upon waking up the patient experienced an overstimulation sensation that went from the right side to left side and down the left leg of the patient when her device was on. The patient was able to turn the stimulation down and off. The overstimulation stopped once the neurostimulator was turned off. The patient was at home. Further information is being requested from the hcp.